Event description:
The patient¿s increased seizure frequency and severity were not related to vns. The physician noted that the device was not disabled due to the patient¿s seizures.

Event description:
It was reported that the vns study patient had been experiencing an increase in seizure frequency and severity since (B)(6) 2014. The event was classified as severe, continuous, and possibly related to vns stimulation. The physician elected to disable the patient¿s device. It was noted that the patient wanted the device disabled. Follow-up revealed that the patient¿s seizures tend to fluctuate in frequency. The patient had different types of seizures but there was no increase in one specific type. No further information relevant to the event has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: the initial MDR in advertently did not include information regarding the relationship of the event to vns.